Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulty closing/ retracting the foot could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It should also be noted that the proglide IFU states: do not apply excessive force to the lever when returning the foot to it¿s original position (marked #4) down to the body of the device. In this case, the device was removed as a single unit, without any device separation, the suture of the device was removed, and no tissue damage was noted. Additionally, the use of force was circumstantial due to the difficulties experienced thus did not directly contribute to the reported event. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to difficulties retracting the foot, include, but not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 12f sheath after a balloon pump removal interventional procedure. Reportedly, it was extremely difficult to retract the foot of both proglide devices, the lever was forcefully closed. Both devices were removed as a single unit, without any device separation, and the suture of both devices was removed. No tissue damage noted. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.